Event description:
The customer reported that the programming on the insulin pump was incorrect. The customer uses apidra, and he feels that the insulin was not programmed properly in the insulin pump. The customer stated that apidra works faster in his body than humalog or novalog. The customer stated that the paramedics were called in one occasion due to his low blood glucose of 37mg/dl, and he mentioned having low blood glucose for the past four months. The caller stated that the infusion set was changed prior to his admission. He also stated that he does not use the bolus wizard as he does not trust, and he calculates his own corrections. Troubleshooting was declined as customer does not feel the insulin pump was malfunctioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.